Event description:
It was reported that the sharps coll chemo 17gal yellow had no lid. This was discovered before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "no lids"

Manufacturer narrative:
H.6. Investigation: no photo representation was provided. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids during the manufacturing process of the reported lot. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. All weight checks for this lot appear to have met requirements at the time of manufacturing. The root cause is unknown. The lids could be misplaced, or an error occurred by a 3rd party if repackaging for distribution. This complaint may have occurred from a partial sale sold by the distributor. Additional information like a photo or a sample is needed, or information about the handling and storage by the distributor facility to rule out that the issue was not due to incorrect handling or a partial sale. Based on these findings, our investigation is inconclusive. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll chemo 17gal yellow had no lid. This was discovered before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "no lids."